Manufacturer narrative:
Follow-up #1 04/23/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no pump data from the time of the event was available due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was in the hospital with diabetic ketoacidosis. The reporter indicated that the patient was ¿distracted¿ and was unwilling to discuss the event. The reporter stated that it was not clear what occurred except to say that the cartridge was completely out of insulin. The reporter was unsure if the patient had forgotten to take insulin on the trip or if the patient forgot to change the cartridge. The reporter stated that the pump was not believed to be malfunctioning in any way related to the event. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis while using insulin pump therapy and the use error of the insulin pump could not be ruled out as a possible cause or contributor to the event.